Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a male pt who received super poligrip original denture adhesive cream ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip original denture adhesive cream at unk dosing. At an unk time after using super poligrip original denture adhesive cream, the pt experienced nerve damage and injury. At the time of reporting, the outcome of the events was unk. Medical records received (B)(6) 2010: on (B)(6) 2008, the pt was seen for eval of numbness and tingling he had for two months prior. This had been getting worse with the pt beginning to drop things. The neurologist felt this was suggestive of peripheral neuropathy. Lumbar puncture showed no evidence of elevated protein, but the neurologist still suspected chronic inflammatory demyelinating polyneuropathy. Blood work and lab tests were all negative. The pt was started on steroids and ivig with significant improvement, but this was discontinued due to severe desquamation erythematous rash. On (B)(6) 2008, it was decided to do a trial of plasmapheresis. At follow up on (B)(6) 2010, it was noted that the pt had not received treatment since 2008 and his symptoms had progressively worsened. He also stated that he had used dentures since he was in his (B)(6) until (B)(6) 2010. He requested heavy metal testing at that time, and zinc was elevated and copper was low. The pt stopped using denture cream with no improvement of symptoms. Follow up info was received on (B)(6) 2010 via medical records. This case was upgraded to medically serious according to gsk. On (B)(6) 2010, the pt's symptoms had gradually worsened to the point he had numbness and pain from his hips down and from the elbows down. He was generally very weak, had muscle atrophy, and required the use of a wheelchair for long distances. On (B)(6) 2010, the pt's problems included unspecified hereditary and idiopathic peripheral neuropathy and inflammatory and toxic neuropathy. The pt was diagnosed with chronic inflammatory demyelinating polyneuropathy (cidp) four years ago; however, all diagnostic tests were reportedly normal. The pt has had magnetic resonance imagings (mris), spinal taps, and electromyography studies (emgs). The pt has been treated with prednisone, ivig, and plasmapheresis with no improvement in symptoms. The pt reported using a tube of extra strength poligrip dental adhesive (formulation unk) per week. The pt was referred for physical therapy three times a week.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).